Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level and a 21 mg/dl ketone level; bg value not provided. Reportedly, the customer was not receiving insulin while they were disconnected from the pump during a pump update. A correction bolus was delivered via the pump to address bg. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.